Event description:
It was reported that the bd luer-lok¿ syringe single use was deformed and could not be used. The following information was provided by the initial reporter: the shape of the syringe is abnormal and cannot be used normally.

Manufacturer narrative:
Initial reporter phone #: (B)(6) investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.